Event description:
It was reported that pump screen was frozen and would not respond, so customer was unable to interact with pump. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, and pump screen became responsive after reset, resolving issue.